Manufacturer narrative:
The device evaluation is currently underway. The results will be provided in a follow-up report.

Event description:
Overinfusion of oxycontin. Biomed stated that there were two pumps in the room at the time and was not sure which pump overinfused. No patient injury.